Event description:
Patient was revised to address stem loosening, osteolysis, and poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address stem loosening, osteolysis, and poly wear. Doi approx 15 yrs ago - dor (B)(6) 2012 (left hip). (B)(6) 2013- xrays received. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. X-rays, one pre-revision and one post, was obtained and examined. The investigation could not draw any conclusions regarding the reported event without progressive x-rays. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.